Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm of an unk size. The vessels were not tortuous, and vessel calcification is unk. It was reported that the delivery system was inserted via the left side. The device was positioned at the lowest renal artery and the external slider was rotated along the screw gear. The backend wheel was rotated along the backend screw gear; however, not all of the suprarenal stents struts disengaged from the spindle as normal. The physician elected to intervene by first inflating a pta balloon inside the stents to try and disengage the stents; however, this was ineffective. Then, a reliant balloon catheter was used in the same manner, and the struts sprang open. The delivery system was then withdrawn as per the IFU, and the procedure was concluded. No clinical sequelae were reported, and the pt is fine. The device has been received by medtronic, and the analysis has been completed. Please note that this device (B)(4) is distributed outside the united states; however, it is similar ot the united stated distributed product (B)(4).

Manufacturer narrative:
(B)(4). Eval, results: (deployment difficulties). Eval summary: the stent graft had been deployed in the case. The tip was recaptured within the graft cover. The spindle was recaptured into other sleeve. There were other kinks on the sheath at 4.5, 7.5 and 10cm from the edge of the graft cover. The slider was in the home position. The backend wheel was rotated to the bottom of the screw gear in the recapture position. During eval, the stent graft and spindle deployment mechanism operated fine without issues. The eval of the returned delivery system could not determine a cause for the removal difficulties; no performance or mfg issues were identified.